Manufacturer narrative:
The purpose of this investigation was to perform an analysis of the retrieved genesis ii non-porous tibial base. The implant was examined visually and with a stereoscope. Minimal bone was observed in the fixation area. No bone was seen on the baseplate post. Burnishing of the ridge around the periphery was observed indicating relative motion between the tibial base and the bone cement. Stereoscopic imaging showed the porous ingrowth surface to be intact and biological debris in between the porous beads. This is most likely fibrous connective tissue due to the fact that poor fixation was reported. In conclusion, the evidence on the baseplate, i.e. Minimal bone ingrowth and burnishing, confirmed the reports of loosening of the baseplate. Lack of bone attachment in the tibial tray may be caused by, but not limited to, any of the following causes: lack of initial stability of the baseplate and/or bone tissue necrosis. The exact cause of tray loosening could not be ascertained from the information provided.

Event description:
It was reported that revision surgery was performed due to loosening.